Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a pause episode due to undersensing. It was further reported that the icm experienced oversensing that was not detected as tachycardia. The icm is still in use. No patient complications have been reported as a result of this event.